Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recognize the insulin cartridge. Ultimately, pump recognized insulin cartridge and customer successfully completed load process. Customer's blood glucose (bg) was over 300 mg/dl. Customer administered manual injections to address their bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.